Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis a damage (flake-off) was observed at the femoral marker in the sheath assembly. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that lost image occurred. An opticross catheter was selected for use to view the target lesion. During a percutaneous coronary intervention, it was noted that lost image occurred. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed a damage(flake-off) at the femoral marker in the sheath assembly.